Event description:
No additional information received from the customer. This supplemental report is being submitted to provide the correct aware date of the previously submitted report (2429304-2025-00280-00). The f6: date uf/importer was aware is being corrected from 03/26/2025 to 01/16/2025.

Event description:
It was reported that during a therapeutic transurethral resection of a bladder tumor, the generator randomly resets itself, and the device emitted a spark, which burned a hole through the lining of the patient's bladder. Bleeding of an unspecified amount also occurred, which required additional cautery. The patient was discharged with a catheter to help with healing.